Manufacturer narrative:
It was previously reported that surgical intervention was planned, however, the intervention req box was not checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was further reported that surgical intervention had not yet occurred as the patient¿s doctor was away until (B)(6) 2017. It was noted that the surgical procedure will be decided by the patient¿s normal doctor when they return from holiday. It was noted that the patient finds the it very beneficial and would like it replaced. It was noted that if explanted, the device would be returned for analysis. It was reported that the patient outcome was that the patient has temporarily had to resort to oral medications. No further complications were reported and/or anticipated.

Manufacturer narrative:
Postal code is 6059. Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s pump has unexpectedly started working again after a 7 day period. It was reported that initially the pump stalled on 2017 (B)(6) at 03:36 and multiple attempts were made to restart to no avail. It was reported that the patient was placed on oral medication and the critical alarm was set to 2 hours which was continued to be heard. The patient suspected that the pump had restarted 2017 (B)(6) as the alarm went silent and they thought they were feeling effects of the extra medication. It was further reported that the patient stated they felt very drowsy and so consequently reduced their medications. It was also reported that the patient was prescribed oral medication whilst the pump was stalled therefore when the pump started again they probably had more ¿meds¿ than required. It was reported that the patient stopped taking their oral ¿meds¿ when they suspected the pump had restarted. When asked if the ¿extra medication¿ comment meant that the pump was delivering more drug than was intended and there was an overdose, the reply from the manufacturer representative was ¿no.¿ it was noted that the patient was advised that they should go to ¿ed¿ but chose to stay at home with support. The patient reported no ill effects overnight. It was reported that on interrogation of the pump today, it appears that the pump has automatically restarted on 2017 (B)(6) at 10:56. It was noted that the patient has seen their doctor, stopped her oral medications and will be having the pump replaced on 2017 (B)(6). No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A review of the pump logs that were provided indicated that there was a ¿stopped pump period may exceed tube set¿ error message on (B)(6) 2017 03:35, ¿motor stall recovery occurred¿ error message on (B)(6) 2017 03:31, ¿motor stall occurred¿ error message on (B)(6) 2017 03:36, and a ¿motor stall recovery occurred¿ error message on (B)(6) 2017 10:56. No further complications were reported and/or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# 0204025165, implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign patient via via a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml at a dose of 2.200 mc/day) via an implantable pump for an ehlers danlos syndrome. On (B)(6) 2017, the patient experienced withdrawal symptoms (pain, nausea) and shortly after, the pump critical alarm commenced. The pump was interrogated, and a motor stall had occurred on (B)(6) 2017 at 03:36. The hcp tried to restart the pump using an n'vision programmer (8840) on (B)(6)2017 at 15:34, but the pump remained stalled. The hcp turned off the critical alarm to silence the device. It was reported there were no environmental, external, patient factors that may have contributed to the issue that the patient could think of. There was no contact with electronic or magnetic equipment. No falls or incidents. The patient did go to the dentist on (B)(6) 2017, but no interventions occurred. It was noted the patient had a gastric pacing system. This system was checked at the time of the event and was working normally. The patient was admitted to the emergency department (ed) and the patient commenced on hydromorphone (1 - 4mg every 2 hours), methadone (2.5 mg 4x/day) and clonidine (25 mcg 4x/day). The patient was discharged from the hospital on oral medications. A follow-up was scheduled to see their hcp on (B)(6) 2017. Surgical intervention did not occur, but was planned without a scheduled date. The patient's status was listed as alive - no injury.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. This include corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign consumer via a manufacturer's representative. The patient reported after their pump had restarted, they were extremely ill for over two days with the high level of opioids in their system. It was also reported the patient was alive with injury; the injury was described as psychological distress due to the device malfunction.